Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged unexpected power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case on corner of belt clip rails, cracked battery tube threads, cracked case on battery tube, and cracked case on display window corner identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found power loss alarm on the event date of 09/09/2021; however, found: insert battery alarm on (B)(6)2021 at 22:13:41 and 22:13:58, on (B)(6) 2021 at 11:29:55. Failed battery alarm on (B)(6) 2021 at 22:13:52. Low battery alarm on (B)(6) 2021 at 15:43:00, on (B)(6) 2021 at 04:53:00, on (B)(6) 2021 at 18:06:00. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement. No unexpected power loss, insert battery, failed battery, and low battery alarms during testing. Pump was cut open to perform visual inspection and found moisture damage on the corroded battery tube. Customer alleged for power loss alarm was not confirmed. High impedance during sleep current measurement suspected to be due to moisture damage(corroded battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that the insulin pump did not gave low battery alert prior to replace battery alert. In the second occurrence the insulin pump gave replace battery alert without low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.